Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a narrow lesion in the proximal renal artery with concentric stenosis. The 4.5 x 12 mm herculink elite stent delivery system (sds) was advanced, but when the sds started to be advanced through the lesion, the stent stuck in the stenosis. The stent was not advancing with the sds. When the sds was removed, the stent dislodged from the balloon. A sheath was advanced to retrieve the stent. A non-abbott stent was used to treat the lesion and the patient was confirmed to be stable. No additional information was provided.